Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when performing a planned maintenance (pm), the medtronic representative (rep) was receiving a localizer faulted error on the emitter. The rep reported that when she plugged in the emitter, it would toggle on and connect but then "shortly" after, it disconnects with a localizer faulted error. No patient was present. Troubleshooting information was provided. Technical services (ts) had the rep visually inspected emitter cable and prong, and they did not see any damage to the prongs or cable. They had the rep check the in/out port and it did not appear damaged, although a tight fit was reported. The rep plugged the emitter into another navigation system, and it worked as designed. The rep ran print diag and it displayed controller faulted, tca faulted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735824 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735777 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735811 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G04035 corresponds to concomitant product 9735824 that comprises the reported event. G02004 corresponds to concomitant product 9735777 that comprises the reported event. G0405204 corresponds to concomitant product 9735811 that comprises the reported event. Multiple fdd/annex a codes were reported. A1102 was coded for the localizer faulted error. A12 was coded for the emitter disconnecting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed. A manufacturer representative went to test the navigation system. It was reported that hardware was replaced, and the system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the side emitter 9735521, lot number: 603004483, was returned to the manufacturer for analysis. An electrical failure was found. It briefly connected and then displayed faults. Code c02 and previously reported codes b01, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.